Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, post paced t-wave oversensing was noted on the device. Technical support was contacted and recommended reprogramming. Reprogramming is anticipated to resolve the event. The patient was stable with no adverse consequences reported.